Manufacturer narrative:
Findings: pump passed rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. Unable to confirm motion sensor test failure alarm due to motor error alarm. Pump passed all operating currents tested with in the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call that he received a motion sensor test failure alarm on the insulin pump. Customer's blood glucose at time of incident was unknown. The customer was assisted in performing displacement test. The customer was unable to do the test because the pump reset itself. The customer was advised the pump will need to be replaced. The customer was advised to revert to backup plan.